Event description:
A (B)(6) male pt contacted zoll customer support to report that the response buttons will not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon evaluation, the rear response button cable was disconnected. The cause for the inability to activate the device is the disconnected rear response button. The root cause for the disconnected rear response button cannot be positively identified. No adverse event resulted form the defective response button connector. The pt received a replacement monitor.